Manufacturer narrative:
The device was received for evaluation containing approximately 120 ml of fluid in the bladder. The returned device was labeled for single use. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed. During fill, no evidence of leak was observed. The device was continued to be monitored for twenty-four hours, at which time no leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes 1 malfunction events. It was reported that a small volume folfusor had leaked from an unspecified location. This event was noted while filling the device. There was no patient involvement. No additional information is available.